Event description:
Temperature sensing foley balloon inflated prior to insertion for testing. Unable to remove the saline from the balloon. Did not use on patient. Manufacturer response for urinary catheter, surestep foley tray system, temp sensing foley 16 french (per site reporter). [Redacted date] - sample retrieved. [Redacted date] - emailed mfg requested RMA/mailer.